Event description:
After regular implantation, a piece of material broke off the port, which necessitated a corrective operation. Pt experienced avoidable pain. F/u findings: tubing leak at or near the connector.